Event description:
It was reported that during a mastectomy, the clips were scissoring clips and fell off the structure when applied. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).